Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m56a4n. Additional information received: it was reported by the sales rep that during a lap sigmoidectomy, the mucous membrane of the colon was caught in the sled of the back of the cartridge at the 3rd firing of functional end to end anastomosis on the colon. The knife moved forward to the distal end, but the knife did not return to home position. The cartridge was blue. Eventually, the device was released with the manual override lever. However, the mucous membrane seemed to be damaged and then, additional suture was performed to complete the case. There were no adverse consequences to the patient. The analysis found that one pce60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. An intra-operative photo was received. The photo provided was reviewed during analysis, however since the reload was not returned no conclusion could be drawn.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the mucous membrane of the colon was caught in the knife slot at the third firing of functional end to end anastomosis on the colon. The knife moved forward to the distal end, but the knife did not return to home position. The cartridge was blue. Eventually, the device was released with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.